Manufacturer narrative:
(B)(6). The product was repaired in the field and will not be returned for evaluation.

Event description:
Information was received indicating that a smiths medical medfusion pump malfunctioned. It was reported that the pump alarmed depleted battery while in use. The biomed found multiple ac on/off toggles and ran the pump on battery until it was depleted. There was no reported adverse event.